Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0866 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer woke up and blood glucose was over 400 mg/dl every morning and today it was 120 mg/dl and two days previously it was under 200 mg/dl, current blood glucose is 280 mg/dl and at the time of incident it was 300 mg/dl. The customer treated high blood glucose with manual injection. The customer was neither hospitalized nor admitted for high blood glucose. The drive support cap was normal. Based on customer report customer alleged the insulin pump was under delivering the insulin. The insulin pump will be returned for analysis.